Event description:
.

Manufacturer narrative:
(B)(4). Serial # =(B)(4) (device b); serial # = (B)(4) (device c); serial # = (B)(4) (device d). (Device c): results: (uncut washer - blemished). Conclusions: additional information from the affiliate: after the mail, a fax was sent on (B)(4). Sent both again on (B)(4), and tried to reach her on the phone; she was busy. Left her two messages on two different days but the doctor did not call me back, nor answered the fax, nor the mail. Devices a, b and d arrived sterile and in good visual condition. The devices were tested for functionality and all three devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. Device (c) arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the device would not staple but cut. During a colorectal anastomosis, when the surgeon removed the stapler, he noticed that the device cut but didn't staple. The colic and rectal donuts were normal. There was no presence of staples on the donuts, or on the anastomosis site, or on the stapler. The surgeon realized a conversion in laparotomy and came out the colic tip to make a new anastomosis with another device of a different lot number. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.